Event description:
Caller reported a malfunction on the pump, specifically identifying a malfunction code. There was no adverse impact to the customer¿s blood glucose level. The customer will continue to use their current pump as backup therapy.